Event description:
The patient was undergoing a coil embolization procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, it was reported while removing the benchmark, the physician experienced resistance but the physician continued removing the benchmark against resistance. Consequently, the physician had fractured and broke the benchmark in the radial artery. Therefore, the physician used a snare device to remove the broken benchmark. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.